Event description:
The customer reported an anterior chamber fluctuation, with a posterior capsule rupture. The customer noted aspiration did not stop even when the footswitch position returned back to one or zero. The customer declined to complete the questionnaire. No further info is expected.

Manufacturer narrative:
The company service rep examined and tested the system, and it met all product specifications. The returned single-use, fluidic mgmt system (fms), was visually inspected, and no obvious defects were found. The fms was then functionally tested. The sample primed successfully, and was able to reach maximum vacuum levels. No error code appeared on the console screen. No fluid or air leaks were detected. Irrigation and aspiration flow rates were tested and passed functionality. After all functional parameters were checked, the fms was setup with a handpiece and a tip. The handpiece tuned successfully on the console. The handpiece was tested and was also within specification. An aggressive foot pedal technique was utilized during the testing. Oscilloscope readings did not detect any residual vacuum pressure. Venting of all aspiration pressure met all product specification. The root cause of the patient event could not be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. This report mailed in to FDA on: 12/07/2007.